Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm and duplicate the reported issue. The fsr reported the turbine differential transducer failed calibration testing and determined the most likely cause of the reported event is the main printed circuit board assembly (pcba). After replacing the main pcba, the issue was resolved. The fsr performed the operational verification procedure and user verification testing according to factory specifications. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the device intermittently displays transducer fault alarms. The customer reported the issue occurred during the user verification test. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The pt 800 has recorded faults and failed calibration. This issue will be internally investigated within vyaire.